Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Diopter +20.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Evaluation method: lens work order search evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic torn. One loop haptic is bent and partially torn. There was evidence of dry clear surgical residue on optic surface. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v +20.00 diopter three piece silicone lens. The haptic got damaged during insertion into the patient's left eye. The lens was removed and one suture was used. There was no patient injury. Cause of damaged haptic is unknown. Lens tore upon insertion into the patient's left eye. Lens was removed with no patient injury. Another same model and size lens was implanted.